Event description:
A (B)(6) male pt's son contacted zoll customer support to report that the pt's response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons are non-functional) has been confirmed. Upon receipt the front response button was non-functional. The root cause for the defective response button cannot be positively determined. No adverse event resulted from the defective response button. The pt received a replacement monitor.